Event description:
It was reported by the patient that the carelink monitor was not getting power. In order for the monitor to get power, the plug had to be held. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: after further review a correction was made to - MFR. Site ID. Evaluation summary: (B)(4): analysis confirmed the initial report. It was also noted that there was corrosion and contamination on the printed circuit board assembly (pcba).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the carelink monitor is not getting power to it. The cord fits too loosely in the monitor and needs to be held in place. The monitor is being replaced. No patient complications have been reported as a result of this event.